Event description:
The ge oec 9800 fluoroscopy system had image quality issues. Physician not satisfied with imaging.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The system was within specification. It was noted that additional applications training may benefit as customer was not using system as recommended. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.